Event description:
It was reported that during thyroid case, the surgeon had a negative tone (tweedle) when touching a nerve. It was mentioned that tweedle sound was stimulus delivery sound. Account believes that there was stimulus being delivered. Tweedle tone indicates that stimulus was being delivered. Indicators didn¿t match with what user expected. Replaced the stimulator probe and issue did not resolve. The procedure was completed by anatomical knowledge by the physician. The procedure was extended for less than 1 hour. There was no patient impact. Issue could not be replicated by biomed team or rep. The account still using the same devices.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: b6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.